Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/31/2018, that on (B)(6) 2018, an app crash alert occurred. Data was not provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.